Manufacturer narrative:
(B)(4).

Event description:
This patient complained of severe pocket pain since implant. It was decided to revise the pocket and move the system lower and away from the clavicle bone. Should additional information become available this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.